Event description:
Info received indicates the brake will set but the foot end casters will swivel when pressure is placed on the bed.

Manufacturer narrative:
The tech replaced the brake/steer and brake casters to repair the bed.